Event description:
It was reported that an ilet bionic pancreas was dropped and subsequently displayed persistent alert 64 indicating a haptic system error, which did not resolve with restarts; a replacement ilet was arranged and the user was instructed on shutdown procedures and return. Symptoms included no reported injury or clinical symptoms. Outcomes included no medical intervention and continued use of cgm via the dexcom app or receiver while awaiting replacement. Investigation included troubleshooting and education, device data review via mobile app sync prior to return, and preparation for device replacement. Investigation of this device revealed a malfunction of the haptic subsystem consistent with an alert for a haptic system error following an external impact to the device. It was concluded that the cause was device mechanical damage due to impact leading to haptic malfunction.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."